Event description:
It was reported that there was a confirmed motor stall in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having magnetic resonance imaging (MRI) or other medical procedure. The motor stall was on (B)(6) 2014 at 17:44. There was no recovery showing on (B)(6) 2014 when interrogated. The patient was not having any symptoms and no alarms had been heard. It was discussed with the reporter that the pump could have been in telemetry mode, and they were advised to recheck the pump every 15-20 minutes until they see a motor stall recovery. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), , implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).